Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump was placed in the microwave. The device was placed in the microwave by the patient as she forgot to pull it out from the fridge prior to administration. The pump contained antibiotics. It was reported that the dose was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.